Event description:
It was reported that after the initial implantation of xia product ((B)(6) 2011) the patient was complaining of pain and on (B)(6) 2013 the patient underwent revision surgery. The surgeon opted to perform the revision surgery because x-rays showed the like hood of a breakage with the construct.

Manufacturer narrative:
Method: device history review. Results: the xia lp device was implanted on (B)(6) 2011 and the patient went in for revision (B)(6) 2013, meaning that the device was implanted for ~ 2 years prior to the revision surgery. Review of the x-rays reveal possible fusion masses at the fixed levels t11- l3. The IFU states, "internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs." In this case, fusion likely had occurred prior to the breakage, meaning the device had served its initial purpose of aiding in union of the fixed levels. The implanted device cannot be expected to last indefinitely and is only expected to support the spine until fusion occurs. However, the device was not returned back for evaluation. It should be noted that the vertebral levels had been skipped in the construction of the implanted construct. The skipping of levels can affect the strength of a construct as this type of structure can lead to large bending moments, which generate increased loads on the implanted devices. Conclusion: the length of implantation and fusion of the fixed levels suggest that the most likely cause of the reported issue is a fatigue fracture of the implanted screw.

Event description:
It was reported that after the initial implantation of xia product ((B)(6) 2011) the patient was complaining of pain and on (B)(6) 2013 the patient underwent revision surgery. The surgeon opted to perform the revision surgery because x-rays showed the like hood of a breakage with the construct.